Manufacturer narrative:
This report is for an unknown fibulink/unknown lot . Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation: reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the patient was left ankle arthroscopy with extensive debrident and microfracture of an osteochondral and arthroscopic treatment of atibial plafond fracture. The orif of the syndesmosis and deltoid ligament repair. It is unknown if there was a surgical delay reported. The procedure and patient outcome were unknown. This report is for one (1) unk - fibulink. This is report 1 of 1 for complaint (B)(4).